Event description:
A customer in (B)(6) notified biomérieux of a misidentification associated with vitek® 2 gram negative (gn) test kit on a sample. On the vitek® 2, the customer obtained a good identification of staphylococcus lugdunensis (97% of probability). As this conflicted with the latex result, the customer further identified the isolate using maldi-tof technology. The maldi technique identified the isolate as staphylococcus aureus. The customer repeated the same test on a different instrument using the same lot number and the result was staphylococcus aureus. The customer reported that the vitek® 2 ((B)(4)) is incorrectly reporting some staph aureus isolates as staph lugdunensis. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. Culture submittals were requested by biomérieux. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in the (B)(6) contacted biomérieux to report a misidentification of a staphylococcus aureus strain as staphylococcus lugdunensis in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. Investigational testing was performed using the specimen submitted by the customer. 16s sequencing: excellent identification to the species staphylococcus aureus 99.86%. Vitek® 2 gp ID (customer lot and random lot): identification to the species staphylococcus aureus (91% and 95%, respectively). Vitek® ms: excellent identification to the species staphylococcus aureus (99.9%). The customer misidentification was not duplicated in-house. The investigation concluded that the vitek® 2 gp ID card is performing as intended.